Event description:
Boston scientific received information that the patient with this device system endured an unspecified ventricular event, resulting in syncope. Additional information was sought from the local area sales representative and the device was checked approximately two weeks prior and appeared to be functioning appropriately. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.